Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: thrombosis. Device issue: no device malfunction has been reported. It was reported that the patient presented with an mi in 2009, and had an occluded right coronary artery (rca) (no previous stents in this location). The lesion was predilated and two promus stents (2.5x23 and 2.5x28) were deployed in the rca. Three to four days later, the promus stents thrombosed. It was not reported how the thrombosis was treated, but the patient was found to be plavix resistant. After the second procedure, the patient doubled his plavix, but was worried about his resistance and "spoke to the head of arteriosclerosis thrombosis of south africa who has suggested that the medication be changed from 70 to 60." It was reported that other medications the patient is taking are - aspirin, plavix, prexim, and aspovor. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as distr distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system indicated is being filed under the same manufacturer number.